Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed. The image showed a broken cannula reducer, consistent with the reported complaint details. Investigation revealed there were no related system errors to have occurred during the reported event date that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a 12 mm cannula reducer was used, which was inserted and removed as needed. During the procedure, upon removal, the reducer broke off at the distal end; the metal ring and a plastic component remained inside the patient. The procedure continued, and once completed, the surgeon searched for the broken piece of the reducer within the cavity. Part of it was inside the cannula itself, but the metal part was still missing. Despite offering to use x-rays to locate the piece, the doctor opted to complete the procedure, partly due to concerns about compromising the anastomosis. The distal portion that broke off was only partially recovered; it is uncertain whether the missing part was removed with the resected piece. The hospital did not report the lot and version. The procedure was completed. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: prior to use, the accessory was inspected and determined to be in good condition. Regarding the cause of the accessory breaking or the fragment falling issue, the surgeon stated that he does not know why this incident occurred. The accessory had been in continuous use for approximately four hours before the issue was observed. Throughout the surgical procedure up to that point, the surgeon reported no functional problems with the reducer or with the accessory itself¿there were no noted issues regarding device articulation, resistance, or engagement. Importantly, there was also no instance of the instrument colliding with another instrument or hard surface during the procedure, eliminating accidental impact as a likely cause. The fragment fell inside the patient during the removal of the accessory through the cannula. The surgical staff felt resistance upon extracting the accessory. Regarding retrieval, part of the fragment was found in the cannula seal, but another part¿specifically a metal portion¿was not located inside the patient during surgery. After attempts to find and retrieve the missing fragment, the surgeon decided to conclude the procedure with the fragment remaining in the patient. The decision was partly influenced by concerns that additional intervention to retrieve the fragment could compromise an anastomosis, which was considered clinically significant. Not all fragments were retrieved; only a portion was accounted for. Confirmation of fragment retrieval typically involves visual inspection, counting, and sometimes intraoperative imaging (x-ray or ultrasound). In this case, although the use of x-rays to locate the missing piece was suggested, the surgeon opted against it in order to avoid jeopardizing the surgical outcome and documented the presence of the retained fragment. No additional surgical procedures, such as laparoscopy or open surgery, were undertaken to remove the fragment. The decision to not pursue further intervention stemmed from clinical concerns about potential harm and the absence of immediate complications during the procedure. Post-operative imaging tests, such as x-rays or ultrasound, were not performed to check for residual fragments, as per the surgical team¿s report and medical record documentation. The entire procedure was completed robotically. There were no reports of any additional injury to the patient during or immediately after surgery. Furthermore, post-operative monitoring showed that the patient did not return to the hospital with any complications or adverse events related to the retained foreign fragment. The product was not available for return to isi. The accessory will not be returned, and the retrieved fragment is retained by the hospital following standard protocol.